Event description:
Information was received indicating that the cuff to a smiths medical portex® sacett¿ suction above cuff endotracheal tube did not inflate after starting to use the device. It was reported that the cuff worked properly during pre-use check. There were no reported adverse patient effects.

Manufacturer narrative:
Two endotracheal tubes were returned for evaluation. Visual inspection found thee devices to be in good physical condition. Functional testing of the tubes included inflating using a syringe and subsequently submerging them under water. Leaks were observed to be coming from a small tear the cuff of each device sample. Production performs a 100 percent visual inspection and pressure decay test. The reported customer complaint has been confirmed through functional tests; problem source is determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.